Manufacturer narrative:
Add'l info has been requested regarding the pt and will be submitted as it becomes available. There has been a previous report received within the past two years involving this malfunction that resulted in a serious injury. Therefore, this event mets the criteria for reportability per 21 cfr 803. This event will be re-evaluated, as appropriate, if further info becomes available. The device is available for eval. Though has not been returned as of this report. Eval results will be submitted as they become available.

Event description:
In this event it was reported that a propex apex locator provided incorrect measurements; as a result a pt's apex was perforated. There is no indication that medical intervention was required.